Event description:
It was reported that the epicardial right ventricular (rv) lead impedance trends indicate a decline from implant date and ventricular  threshold shows variable measurements. It was also reported that the epicardial right atrial (ra) lead impedance trends indicate a decline from implant date. Both the epicardial rv lead and epicardial ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.